Event description:
The lay user/pt contacted lfs alleging inaccurate low readings on the one touch ultra 2 meter. A medical surveillance specialist (mss) sent the pt a letter to obtain further clinical info, since mss was unsuccessful in getting a hold of the pt. In 2009, at an unspecified time, the pt obtained a 111 mg/dl and took their usual dosage of medication after using the meter. Approx. 2 hours later, the pt felt dizzy, was "out of it" and had a fever. Due to the result the pt was taken to the ER and was tested on the hospital device; however, does not recall the result. The pt was allegedly treated with IV glucose in the ER and was admitted. The technique of applying blood on the test strip was correct; however, the pt had the meter miscoded. When the meter is miscoded, it can lead to false blood glucose readings. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, reading in the ER diagnosis, to verify whether the pt would have taken the set amount of insulin, if she had known the reading was lower than 111 mg/dl and how many days the meter may have been miscoded. The complaint is being reported since the pt reportedly obtained a result of 111 mg/dl, and two hours later exhibited symptoms suggestive of hypoglycemia and was treated by a medical professional in the ER and was hospitalized.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.